Event description:
It was reported that intermittent occlusion alarms occurred, all resolved by changing the infusion set and cartridge and resuming insulin. The impact on customer's blood glucose level was unknown as the caller declined to provide information.